Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint cc# (B)(4).

Event description:
It was reported that a physician completed a myosure procedure for uterine tissue removal (exact date unknown). The physician then "noted the patient was bleeding excessively". The patient had a uterine embolization. The uterine artery had been cut". The patient was transferred to the hospital and was administered "4 units of blood". The patient was admitted for the 2 days. The discharge date is unknown. We have been unable to obtain additional information surrounding this event.